Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The physician attempted to implant a liberte' monorail coronary stent delivery system 3.00x24mm in the circumflex (cx) vessel; however, when the stent delivery system was removed from the package the stent was damaged "it was broken up and the front end looks a little mangled". Follow up indicated that stent fracture did not occur. The procedure was completed with another of the same device and patient status after procedure was ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.